Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 7fr d/l hickman catheter. Usage residues were evident throughout the sample. Tissue residue was observed within the surecuff. Sutures were tied around the catheter tubing approximately 2cm proximal of the surecuff. The catheter tubing terminated 8.8cm distal of the intermediate tubing. The distal end of the sample appeared irregular. Tactile inspection of the sample revealed abundant and severe tensile weakness throughout the catheter tubing distal of the intermediate tubing. Microscopic inspection of the distal end of the sample confirmed an irregular break edge. The edges were sharply defined and exhibited a dully granular texture. The abundant and severe tensile weakness and the break edge characteristics were consistent with damage caused by tensile stress. It appeared that during attempted device removal, resistance was encountered. Subsequent pulling resulted in the observed break.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huzc0697 showed no other similar product complaint(s) from these lot numbers. A lot history review (lhr) of huzc1496 showed one other similar product complaint(s) from this lot number. The device has not been received at this time.

Event description:
An attempt was made to use a hickman catheter in a patient however it was reported that the catheter broke in two pieces during the procedure. Removal of cvc was incomplete as the distal part was found in right heart under fluoroscopy. It was reported that the interventional radiologist had to remove the distal piece from right heart. There was no health hazard caused to the patient reported as a result of this event. It was reported that the patient is now in good condition.